Event description:
It was reported the device plunger not in place. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the top case is chipped in front left corner, right plunger case is cracked. During the occlusion test the reported issue was duplicated. The root cause is the plunger board and plunger cable are not working as intended. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.